Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the attachment device was making noise and had heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the cutter could not be inserted, and the color band was chipping/fading. It was noted that the cutter was unable to be inserted due to a broken bearing stuck inside nose tube, and the set screw was loose, and the thimble color marking faded. It was further determined that the device failed pretest for visual assessment, thimble set screw, and cutter insertion. The assignable root cause of these conditions was determined to be traced to component failure due to wear.

Event description:
It was reported that the attachment device was making noise and had heat. It was not reported if the event occurred during a surgical procedure. It was not reported if a spare device was available for use. It was not reported if there was delay in the procedure due to the event. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: upon further investigation it was determined that the device evaluation required an update. Updated device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the attachment device was making noise and had heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the cutter could not be inserted, and the color band was chipping/fading, and the device was loose. It was noted that the cutter was unable to be inserted due to a broken bearing stuck inside nose tube, and the set screw was loose, and the thimble color marking faded. It was further determined that the device failed pretest for visual assessment, thimble set screw, and cutter insertion. The assignable root cause of these conditions was determined to be traced to component failure due to wear.